Manufacturer narrative:
Concomitant products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The patient reported that they had a replacement due to normal battery depletion, with no issues. It was stated that the past couple of weeks prior to date notified it seems like they were not able to get it charged. Additional information received from the patient on jan-09 reported that they do not think they are getting their stimulator charged since implant on (B)(6). The patient is getting the normal recharging session screen with all coupling bars confirmed. When asked, it was clarified that the patient meant it is taking an hour to charge one of their implants. It was stated that they have been charging for an hour and it is not charged up completely yet. The patient had their devices put in about a month prior to date notified and don't think they ever got them to take the right charge. "It" is flashing about 75% and has moved up a little bit but not fully. It was verified that the patient gets the charge sufficient screen and then when they press the green button it goes back to the charging at 75% screen. The patient did not have the patient programmer (pp) with them to re-confirm implantable neurostimulator (ins) battery level. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they did not know they needed to push the green button if the antenna was repositioned. They stated that they charge every 3 days for about an hour and a half for each ins, and it still isn't fully charged. The patient stated that they believe it is charging correctly now. The patient stated they will follow up with their hcp at their upcoming appointment.